Manufacturer narrative:
Technician found that the siderail was not locking due to broken end tube (metal fatigue). Replaced right siderail end tube to resolve this issue. Unit was in repair shop. There was no incident reported.

Event description:
Info received indicated that the siderail was not locking. Unit was in repair shop.